Manufacturer narrative:
Investigation summary: two opened 32g x 4mm pen needle samples and six photos were returned from lot. No. 8163914, cat. No. 320136. Magnified examination of the returned samples and visual examination of the photos returned was carried out and an adhesive splatter was observed on the needle of one sample. No issues were observed with the second sample. Measurement of both samples was carried out no issues were observed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The root cause of this issue is adhesive splatter from the dispense system. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle was thicker than usual. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the patient felt the needle was thicker than usual. Also s/he had pain when injecting. The ordinary needle and the painful needle with x mark will be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle was thicker than usual. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the patient felt the needle was thicker than usual. Also s/he had pain when injecting. The ordinary needle and the painful needle with x mark will be returned.